Manufacturer narrative:
This supplemental report was created to correct h4: device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to erosion with infection. Reportedly, the infection was due to exposure of the device. There were no additional adverse patient effects reported. This crt-d remains in service. Additional information indicated that this crt-d was explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
This supplemental report was created to update d6b: explant date and h6: impact codes added device explantation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to erosion with infection. Reportedly, the infection was due to exposure of the device. There were no additional adverse patient effects reported. This crt-d remains in service. Additional information indicated that this crt-d was explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to erosion with infection. Reportedly, the infection was due to exposure of the device. There were no additional adverse patient effects reported. This crt-d remains in service.